Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with trace to stage 1 diffuse lamellar keratitis (dlk) in both eyes, not in the visual axis. The topical steroid dosage was increased. Patient was changed from generic eye drops to durezol, four times a day. Patient was also warned of signs and symptoms if dlk does not respond to treatment. It was stated that the patient did not have loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017, right eye pre-op 20/20 -6.50 x -.25 x 10, left eye pre-op 20/15 -6.75 x -.75 x 7.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.